Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: result log files were reviewed. The run involving impacted sample identification (sid) was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. · the amplification curve displaying a late florescent signal with an exponential curve in the fam channel there is no potential amp plate carryover risk for the sid in this investigation after reviewing the plate mapping analysis. The patient's second pcr test could not be located therefore, this customer data review will only be performed for the first test. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216 and it's components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 520216. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216. The complaint history review did not identify any additional related complaints. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 520216 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported (1) alinity m sars-cov-2 false positive result questioned by the patient. The patient was retested at a curative site the following day. The patient had no symptoms. The retest result was negative. There was no adverse impact to patient management.